Event description:
Complainant alleged that while attempting to treat a pt a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.